Event description:
Same case as MFR report# 2134265-2009-01075. It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. During preparation, outside of the patient, when the 1.25mm rotablator rotalink plus rotational speed was adjusted, the rotawire ex support guide wire fractured and separated. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "no problem".